Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. As noted in report, the unit had undergone insufficient reprocessing. This poor reprocessing caused foreign material to become lodged in the nozzle and compromised the air/water flow rate as reported. Additionally, due to the elongation of the angle wire, the bending angle was found out of specification. The cover, connector, universal cord, grip, and switch box all had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus gastrointestinal videoscope due to a poor air/water supply issue. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. Foreign material was found obstructing the nozzle, and compromising flow. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
Corrected fields: information was inadvertently not included on the initial medwatch. B5, d10, h6 (10 - testing of actual/suspected device) and h10: the customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer did not know when the foreign material adhered to the endoscope. The endoscope was not used for a procedure with the foreign material attached to it. There was a delay in the start of precleaning. There was no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material might have remained since the reprocessing was not correctly implemented in line with the instructions for use. The foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system describes the following warning. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function. Keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The poor air/water supply issue occurred during an upper endoscopy procedure.